Event description:
Consumer complaint of high blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 90-140mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed blood test, 145mg/dl fasting. Reviewed meter memory: 148mg/dl, fasting: yes; 165mg/dl, fasting: yes; 197mg/dl, fasting: yes; 128mg/dl, fasting: no; 130mg/dl, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user had high glucose value.